Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reports "periprosthetic effusion without a straight rupture¿. Discovery by chance during the explantation, was not noticed during mammary ultrasound. This relates to the right side.

Event description:
Pharmacist reports "periprosthetic effusion without a straight rupture¿. Discovery by chance during the explantation, was not noticed during mammary ultrasound. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight and broken shell. A microscopic analysis was performed which broken striated in the posterior/anterior and consist in the use of some surgical tool. Overweight can be caused by openings in the device, as fluids could enter. Based on the device analysis the final assessment is: three striated in total opening on posterior/anterior side due to surgical damage.